Event description:
Caller alleges inaccuracy with inratio. Results as follows:

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: please see follow up #1 for more info.